Event description:
The customer reported to maquet that the spring arm broke during use of the device. No further information was provided with regards to the circumstances of this event. The surgery continued, using the remaining light, and no injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet representative visited the hospital and found the front pivot of the spring arm was broken. The hospital elected not to have maquet service the device and ordered a replacement arm which they intended to install. The hospital's equipment coordinator reported to maquet that a collision with a c-arm was suspected. However, maquet has not been able to verify this statement. Maquet service has been dispatched to investigate and if additional information becomes available a follow up report will be submitted. Maquet is not the primary service provider for these lights at this facility. This malfunction was previously addressed in the u.s. Through the device correction noted. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.